Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that the patient developed a red, itchy and painful irritation with ulcers extending from the outer aspect of the wafer moving inward toward the stoma. The patient experienced the condition during an unk period prior to complaint receipt. No further info was provided and the patient outcome was not reported.